Event description:
Orig surg: in 1999. Retired but still active. Likes to ride the bike a lot. Primary surgery by a dr. Who does a lot of total knee arthropolasties. Fem 4, feb 4+, insert 12, no patella, "pcl" was retained. Post-op limited range of motion, mobilization under total anesthesia a few weeks post-op with little success. Pt complained of pain and had a rom of -10 extension > 80 flexion despite strenuous excercising. At revision surgery allegedly there was metallosis of the surrounding tissues, on the femoral and on the tibial side (even under the tibial tray). The femoral component had a tendency to slide back during flexion. The retrieved insert shows obvious backwear as well as wear on the medial and lateral articulating surface. Did a thorough debridement of the metallosis in the tissues, replaced the insert by a 10, cut the "pcl", released the "lcl" and the medial and lateral retinacula of the patella and implanted a 38 tripeg patella. The pt is doing much better now and has an increasing rom. (No patella implanted at the surgery approx one year before event date).